Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past six months the keypad buttons required several presses to respond. The patient reported that the keypad was intact but the button symbol was worn on the ok button. The patient reportedly wore the pump in a pump case on the outside of clothing did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.